Event description:
It was reported that the patient experienced fainting while at home and when to the hospital. The electrocardiogram (egm) showed the patient¿s heart rate 37 bpm with third degree atrioventricular block. Device was attempted to be interrogated and the information could not be displayed about the pacemaker. It was noted the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).